Event description:
Two days after neurostimulator implant, the hcp was unable to adjust stimulation settings with the physician programmer. Reprogramming was unsuccessfully attempted with a second physician programmer. The pt was able to change stimulation amplitude with the pt programmer. The implantable neurostimulator pocket was not unusually deep. The device was in the correct position. The hcp explanted the implantable neurostimulator. Telemetry was establish once the device was outside the pocket. There was no pt injury associated with the event. The pt was fine after the new implantable neurostimulator was implanted.

Manufacturer narrative:
The implantable neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.